Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 1045834 -2017-10084 is a duplicate of MFR# 1045834 -2016-13349. Reference MFR# 1045834 -2016-13349 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the craniotome device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the dura guard was broken on the device, cutting burr devices could not be attached, and abnormal sound and vibration were noted. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly..